Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin pump's screen was full black. Customer's blood glucose value was unknown. Customer stated that the pump was neither exposed to extreme temperatures nor direct sunlight. Customer states the black screen did not disappear. Customer was advised to discontinue use of the pump and revert to a back-up plan per healthcare professional¿s instruction. Insulin pump will not be returned for analysis.

Manufacturer narrative:
Device received with full segments display due to faulty connector on interface board. Unable to perform idle current test, run current test, self test, off no power test, unexpected restart error test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test due to full segments display. Unable to verify missing segments or partial display due to full segments display.